Event description:
Information was received from a patient on 2022-aug-22 who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt stated the controller says settings not available. Agent did not ask about the circumstances that led to the reported issue. Pt unlocked controller and saw settings not available right away. Pt reported they were on group b (and was usually on b) and ins was 60% charged. Pt said they already tried groups a and c, and got the same message in both. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Rep reported additional information on (B)(6) 2022. They met with the patient to address out of range (oor) readings. The pt reported they could no longer feel stimulation, and they usually use therapy 24/7 and would normally get good relief. Impedances were checked by the rep with high impedances found on contacts: 0, 2, 3, 5, 11, 12, 13, and 14 when the reference was 6. The rep confirmed the pts original programming was on electrodes 6 and 7 with a pulse width of 690, and the pt was able to feel stimulation with intensity at 1.7-1.8 ma. The rep tried increasing the pt's stimulation to 8.0 ma, but the pt was barely able to feel stimulation. The rep reprogrammed electrodes 8 and 10 and reduced the pulse width to 440 with a rate of 55. After the reprogramming the pt confirmed they were able to feel stimulation when the intensity was at 3.0 ma. The rep reported the pt had fallen a couple years prior but hadn't had any recent falls or trauma. Technical services reviewed that the recent fall could have affected the leads, and recommended imaging to confirm whether or not the leads had migrated. The rep reported they would work with the pts doctor to further add ress this issue. Additional information was received from the rep on 2022-sep-19. Rep reported that the patient was getting relief after reprogram but around august 25th he lost stimulation again. After reprogramming, patient's hcp was going to do an x-ray to see what was going on. No surgical intervention was taken yet and it was undetermined if he will have surgery. Additional information was received from the patient on (B)(6) 2022. Pt reported that "service was only at 28%" and they had "loose wires" and needed new ones. Pt also reported that on (B)(6) 2022 they had a surgery on their left leg to amputate it so they will be recovering for another month. Additional information was received from the patient and rep on 2022-oct-18. The patient reported that his leg amputation was completely unrelated to their stimulator. The patients scs had impedances out of range so the only thing the pain doctor knows to do is a revision and the hcp feels a paddle implant would be most appropriate. Will consider actions of paddle implant replacement once his unrelated leg amputation heals. Additional information was received from the rep on 2022-dec-03. The patient was waiting for replacement of the leads and possible paddle implant once he is medically cleared.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). Patient reported to the rep that the stim was not working and there was a return of pain that was being helped by the stim. The leads were replaced with a paddle.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2023 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported customer refused return.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2023, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.